Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Cleaning the touch screen resolved the issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the front panel of her olympus visera elite ii video system center was experiencing issues during procedure preparation. According to the initial reporter, the touchscreen was offline/unresponsive. Reportedly, this event did not cause any delays or procedure cancellations as the intended procedure was completed with a similar device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a slight dirt/dust build up on the touchscreen that was compromising its function. Once it was cleaned, the unit was functioning as intended. If additional information becomes available following the device evaluation, a supplemental report will be filed.